Manufacturer narrative:
The MFR's service representative performed an onsite investigation and was unable to duplicate the reported problem. The system operates as intended.

Event description:
The customer reported a generator error message on the 8800 system. No pt injury was reported.